Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with fifteen remaining clips. Visual inspection of instrument revealed no abnormalities. Functionally, the instrument was first fired once in air and proper clip formation was confirmed. Thirteen clips were then fired on test media with proper formation. The jaws and handles moved smoothly through the firing cycles and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. One clip was applied to the test media malformed. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. Subsequently, the complaint data did display an increased trend. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A manufacturing enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: the device was not working, it was misfiring. A new device was opened and procedure was completed with further problems.